Event description:
From staff: prior to beginning our stereotactic biopsy, we also test the biopsy device to ensure its proper functionality. When testing the above device there was an abnormal hissing sound when placing the needle in the pre-fire position. It sounded as though there was air leaking in the connection near the switch to fire the needle. The radiologist observed the same sound and agreed that this device could not confidently be considered safe for use. We changed the biopsy device for a new one and everything worked properly.